Manufacturer narrative:
The complaint will be updated once the investigation is completed. Trends will be evaluated.

Event description:
Allegedly the patient underwent thr on (B)(6) 2019 due to infection. The patient had washout and poly liner replaced. Serve hematoma and blood clotting observed.